Manufacturer narrative:
The complaint describing a leaky headset cannot be verified. Six used headsets were visually inspected and tests for flow and tightness were performed. All test results were within specifications.

Event description:
On (B)(6) 2013, the patient reported the infusion sets have intermittently leaked insulin since (B)(6) 2013. He'll inspect his infusion site when his blood glucose elevates and find it is wet. He does not know if the leak is caused by a product issue or poor absorption. The infusion cannulas have not been bent or kinked, and the headsets are inserted with the insertion device. His blood glucose has increased as high as 400 mg/dl, and his target range is 80-120 mg/dl. He'll change the infusion set and deliver a bolus for treatment. He has not required assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.